Manufacturer narrative:
Information was received that the serial number was reported incorrectly on the initial report and due to our system having limitations a new report number 1220648-2025-47064 was created to represent the automated impella controller (aic) with the correct serial number. Any additional information received regarding the aic will be reported under the new aic report number 1220648-2025-47064. Therefore, this report is being downgraded to not reportable due to system limitations.

Manufacturer narrative:
H6 medical device problem code. A1102 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of the two reports. This report represents the automated impella controller and the other report is for the pump. Refer to section h.10 for the related report number.

Event description:
The complainant had placed an impella 5.5 with automated impella controller for support of a patient admitted in and awaiting/bridging to advanced therapies, like a heart transplant. While on support, there were optical signal loss/unreliable alarms. The patient remained on support until successful weaning and there was no patient harm.